Event description:
Zoll laboratory services contacted zoll to report that a patient developed red itchy open blisters under the patch. The patient reported broken skin. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Outcome of the rash is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.